Manufacturer narrative:
The customer elected to serve the iabp. The maquet service rep has made an effort to contact the customer to obtain evaluation details of the iabp, however, he was not been successful. A supplemental medwatch form will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "vacuum leak" alarm and went into standby. The customer attempted to restart the iabp three times and the iabp generated a "system failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.